Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal minimal degradation. There was no damage along the body of the fiber and the fiber face within sma connector. Additional examination of post disinfection photo revealed that there was a small bend in the fiber near the distal tip. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 55.4%.the most probable root cause classification of this investigation is operational context. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported on boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during procedure and inside the patient, the laser fiber was slightly bent a couple of millimeters from the tip. The aiming beam was seen coming out at the bent area. Reportedly, there was no visible damage on the device and its packaging prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.